Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator premature battery depletion. On (B)(6) 2017, the device was explanted and replaced. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.